Event description:
Md (doctor) was using the accu-pass suture shuttle when the metal shaft broke off of the plastic handle. X-ray completed at the end of the case to ensure no pieces were in the patient.